Event description:
It was reported that there was a lead warning for low right ventricular (rv) lead impedance. It was also reported that a pacing failure, oversensing and noise was confirmed with the rv lead. A parameter change initial resolved the rv pacing failure; however the rv lead was later removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: kdr931j implantable pacemaker (B)(6) 2006. Concomitant product: 5554 implantable pacing lead (B)(6) 2006. (B)(4).